Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer 5 failure. A field service engineer cleaned the drawer 5 retractable band bus cable and reseated the ethernet cable on both ends to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 5 failed and a disconnect icon was present that hindered users from accessing the required medications for a patient. This incident resulted in delays in dispensing medications to the patient, as there were other available medstations nearby for the nurse station to use. There were no adverse events or injuries reported based on this event.